Manufacturer narrative:
The incident sample has been requested; however, to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that food was getting stuck in the pump set. There was no patient involvement.